Event description:
A caller reported that the pump housing and usb port/pins were damaged, affecting their ability to charge the pump, although the pump had not shut down. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump with updated software to be sent, and the caller was instructed to return the damaged pump using a pre-paid label, while continuing to use the current pump for insulin delivery.